Event description:
It was reported that the procedure was to implant a pacemaker. During the procedure the whisper guide wire separated in the patients pericardium. Surgery was performed to remove the separated portion of the guide wire. No additional information was reported.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the information for use (IFU) states the following: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). Based on the information reviewed there does not appear to be any indications of a product quality deficiency.